Event description:
Use of mastisol has resulted in serious rash and blister. Serious itching. This is the 3rd time this has occurred to me. Date the person first started taking or using the product: (B)(6) 2017. Surgeon used mastisol with surgical tape to secure stitches.